Event description:
It was reported to sales rep that the tip of the wire cutter broke off during surgery . Rep was not present during surgery and given instrument day later and advised of the issue. Was used in a primary hip case.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding that the tip of the d/m cutter broke involving a d/m flush cutter was reported. The event was not confirmed. Device evaluation was not performed as no items were returned. Device history records indicate that all devices were manufactured with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: no further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported to sales rep that the tip of the wire cutter broke off during surgery . Rep was not present during surgery and given instrument day later and advised of the issue. Was used in a primary hip case.